Event description:
Dr was performing a colonoscopy with biopsies on a patient. During the procedure, dr found multiple polyps. Upon performing polypectomies by using a cold biopsy forceps as well as a hot snare polypectomy forceps, the dr had to employ a clip when using the boston scientific resolution clip. Upon opening another boston scientific package, the same thing happened. The clips did not work because the clipper would not advance out of the catheter in order to employ the clip. These have the same lot numbers; the lot numbers were ml001262c5. It was a boston scientific resolution clip, catalog number m00522610.